Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, a vaginal vault prolapse, a cystocele, and a rectocele. The patient underwent the concurrent procedures of an abdominosacral colpopexy with mesh, implantation of a second mesh, a cystocele repair, and a perineocele repair during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia; neuromuscular problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh and ams monarc hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.